Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the existing pump lowers with weight and is hard to pump up.